Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The transmitter was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. A (B)(4) bluetooth device pairing test was not performed. A transmitter functional test does n/a. A review of the share logs was performed and a loss of connection was found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. The receiver was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. A transmitter functional test was performed and passed all relevant tests. A review of the share logs was performed and a loss of connection was found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.